Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was not confirmed. The reported deflation difficulty was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for inflation difficulties or deflation difficulties reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous left anterior descending (lad) artery. The 3.0x20mm trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped with 50/50 contrast mix prior to use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion without resistance; however, the bdc balloon could only be inflated to 8 atmospheres (atm). Deflation of the bdc balloon was slow; however, the balloon fully deflated and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully pre-dilatate the lesion, followed by deployment of a xience xpedition stent implant to successfully complete the procedure. There was no additional information provided.